Event description:
It was reported that the patient presented in clinic for explant procedure. It was previously noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted. Patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A full lead was returned in one piece for analysis. Final analysis found two external insulation abrasions exposing the outer coil caused by friction to device can at 9.5-9.9 cm and 12.5-12.8 cm from the connector pin. The cause of the noise was isolated to the exposure of the outer coil in the abrasion zone. No other anomalies were found.